Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the stem cell transplant there was an occlusion alarm (fluid side). There was patient involvement but no harm. On 13jan2026, bd received additional information: the customer states there was a "slight kinking of the IV line. The rate of infusion was 999ml/hr. The alarm occurred across multiple bags, and varying volumes." The model tubing was bd2477-0007.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had occlusion alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the stem cell transplant there was an occlusion alarm (fluid side). There was patient involvement but no harm. On 13jan2026, bd received additional information: the customer states there was a "slight kinking of the IV line. The rate of infusion was 999ml/hr. The alarm occurred across multiple bags, and varying volumes." The model tubing was bd2477-0007.